Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. A visual examination of the crimped stent found the stent was damaged almost across its length, except for the first 5 distal rows. The struts are lifted from the stent profile and stretched proximally over the markerband. The damage to the device is consistent with force/resistance being encountered with the stent delivery system. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found hypotube kinks several locations along the catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left main trunk to second diagonal of the left anterior descending artery. A 3.50mmx20mm synergy drug-eluting stent was advanced to treat the target lesion but failed to cross. Upon removal of the device, it was noted that the proximal edge of the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left main trunk to second diagonal of the left anterior descending artery. A 3.50mmx20mm synergy drug-eluting stent was advanced to treat the target lesion but failed to cross. Upon removal of the device, it was noted that the proximal edge of the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.